Event description:
It was reported that the right ventricular lead was oversensing, showed noise, and had an apparent fracture. The patient recieved multiple inappropriate shocks. During extraction of the lead by laser, a peice of the inner conductor was noted have came out. The patient died later that day due to cardiac tamponade.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2012. Of note, the reportable serious injury is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-dayreport.